Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported that there was a ¿recalled pump¿. It was noted that the pump was explanted. It was noted that the patient¿s mother requested that the pump be sent back because, it was on a recall list. It was reported that the actions required as a result of the event were explant and replacement. It was noted that the product issue was resolved. It was reported that the cause of the issue was that the pump was on a recall list. It was noted that the family wanted analysis due to being on recall list. It was reported that the patient¿s status at the time of report was alive ¿ no injury.

Event description:
It was later reported that the patient was requiring over 2700mcg per day and was still symptomatic. The patient had been in the ICU since last thursday (B)(6) and was not on a ventilator. The patient¿s mother believed that it seemed to be related to the pump. The hcp turned off the pump 2 weeks ago and the following monday after, the patient started having seizures.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that an x-ray was performed at an earlier date and that it showed catheter kinks. At that point, the hcp was going to do surgery. However, preoperatively, the hcp said that he should not go through with the surgery because there would be a lot of laminectomies, a long recovery, and he did not feel like it was going to work. The physician did not want to do a dye study. The physician turned the pump back on because he believed that the seizures were related to the baclofen withdrawal. While in the intensive care unit (ICU), the patient coded and had multiple organ failure. The patient was on life support. At the time of the report, the patient was doing better, but still was not seeing any effect from the baclofen. The patient was ¿okay¿ and was out of the hospital. The patient received a second opinion in (B)(6) 2013 and that physician stated that the patient had arachnoiditis and that he should not have another surgery and believed that botox would work. The patient¿s mother was not sure what to do.

Event description:
It was reported that the hcp planned to replace the pump as he believed there was a malfunction. The patient was on a really high dose with no benefit. A therapeutic bolus was given and the patient had no response to it. In the previous catheter revision the hcp aspirated the catheter after they hooked it up to the pump. The pump was used to deliver baclofen.

Event description:
It was later reported the patient¿s pump was not explanted. The hcp decided to go a different direction medically; nothing to do with the pump. The patient was still receiving itb for dystonia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Conclusion code and results code no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.